Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect (incl other organ damage)"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2004, the patient had essure (ess205) inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), injury ("failure defect (incl other organ damage)") and sexual dysfunction ("sexual dysfunction"). The patient was treated with surgery (laparoscopic hysterosalpingectomy (bilateral) and oophorectomy (bilateral)). Essure (ess205) was removed in (B)(6) 2019. The reporter considered injury, pelvic pain and sexual dysfunction to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect (incl other organ damage)"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2004, the patient had essure (ess205) inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), injury ("failure defect (incl other organ damage)") and sexual dysfunction ("sexual dysfunction"). The patient was treated with surgical essure removal (laparoscopic hysterosalpingectomy (bilateral) and oophorectomy (bilateral) in (B)(6) 2019. The reporter considered injury, pelvic pain and sexual dysfunction to be related to essure (ess205) administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain - moderate, long") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect (incl other organ damage)"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2004, the patient had essure (ess205) inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), injury ("failure defect (incl other organ damage)"), sexual dysfunction ("sexual dysfunction"), abnormal uterine bleeding ("abnormal uterine bleeding") and mental disorder ("unspecified psych injury"). The patient was treated with surgical essure removal by laparoscopic hysterosalpingectomy (bilateral) and oophorectomy (bilateral) in (B)(6) 2019. At the time of the report, the outcomes for pelvic pain, injury, sexual dysfunction, abnormal uterine bleeding and mental disorder were unknown. The reporter considered abnormal uterine bleeding, injury, mental disorder, pelvic pain and sexual dysfunction to be related to essure (ess205) administration. The reporter commented: adverse events impact on her lifestyle. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-feb-2023: the information was received on 27-dec-2022 and the follow information were included new lawyer's reporter, sexual dysfunction, psychiatric disorder nos, abnormal uterine bleeding. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain - moderate, long") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2004, the patient had essure (ess205) inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), sexual dysfunction ("sexual dysfunction, moderate") and mental disorder ("unspecified psych injury"). Essure (ess205) was removed in (B)(6) 2019. The patient was treated with surgery (laparoscopic hysterosalpingectomy (bilateral) and oophorectomy (bilateral)). At the time of the report, the outcomes for pelvic pain, abnormal uterine bleeding, sexual dysfunction and mental disorder were unknown. The reporter considered abnormal uterine bleeding, mental disorder, pelvic pain and sexual dysfunction to be related to essure (ess205) administration. The reporter commented: impact on lifestyle. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: the received date of last follow-up was amended, the correct of follow-up received was on 27-jan-2023. Unspecific event injury was deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.